Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue. A definitive root cause could not be identified. Reasonably known information suggests probable causes such caused by some form of stress, such as damage or deterioration of parts during handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the choledocho videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a stuck position was found when adjusting the angulation. There was no patient involvement.